Event description:
The microwave antenna was placed into the liver tumor and the generator would not turn on due to high reverse power detected along the antenna. We pulled the antenna out to change for a new one. The distal tip had broken off and was retained in the liver. The cut edge of the removed portion was charred.